Manufacturer narrative:
Internal report reference number: (B)(4). Outcomes attributed to adverse event: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 146, 155, 246, 147, 166 and 237 mg/dl. The customer's expected blood glucose test results are 95 mg/dl am fasting, 140 mg/dl non-fasting one hour post meal and 120 mg/dl pm fasting two hours post meal. The customer feels well and did not report any symptoms. Customer stated that she had contacted the doctor due to the results obtained; doctor had advised customer to contact pharmacy and they had told her to contact manufacturer. The test strip lot manufacturer¿s expiration date is 07/19/2023 and open vial date was not disclosed. The product is not stored according to specification in the laundry room; customer also stated she carries with her so she can test. The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a back to back blood test was performed by the customer fasting and produced test results of 130 mg/dl and 131 mg/dl using true metrix meter; customer was satisfied with the results obtained. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 21-apr-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.